Event description:
No new information.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28; lot#: va1elub; implanted: on (B)(6) 2017; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1elub serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 09-feb-2021, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for the resolution of the system being dislodged, the patient indicated it was removed (B)(6), 2020. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1elub, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the components have dislodged. The wire was in her lower back however, it has moved down and now it is in her right butt cheek along with the stimulator and both of the components are now more midline. The patient said that the implant was placed on her right side. The patient also said that the wire is poking, moving up and pinching her skin and said that she can move both of the components around. The patient said that she turned the stimulation off as before turning it off and the patient noticed that the stim sensation was different, not as strong, and seemed like the sensation was up higher closer to the rectum whereas before was more down in the perineum area. The patient said that she noticed all of this when she woke up this past saturday morning. When asked, the patient reported no falls or trauma or new physical activities. The patient also said that she has a connective tissue disease, which was diagnosed in (B)(6) 2016 and said that this could be why the components moved. The patient did call her healthcare professional office and the nurse redirected the patient to contact the manufacturer. The patient said that the original surgeon left the clinic and so did the other surgeon and believes there is one physician left in the colorectal surgery department. The patient was redirected to contact the healthcare professional office to schedule a medical assessment. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for the resolution of the system being dislodged, the patient indicated the system would be removed once elective surgeries resume. No further complications were reported.